Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/23/2019. The manufacturer¿s international service technician inspected the device. The manufacturer¿s international service technician was unable to duplicate the reported issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during use the ventilator had an alarm that did not stop sounding. Reportedly, the monitor was checked and it was found that the pressure (flow) was not reaching the setting. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.